Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero), battery failed alarm, cracked case battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed self-test. No damage was reported to battery cap contacts. The customer did not receive another alarm after replacing the battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported damage on the battery side of the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. Pump successfully downloaded traces and history file using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on 02/26/2025 at 07:26:04.000. No unexpected pump error 15 alarms noted during testing, however pump error 15 (file number = 0; line number = 1938) found in pump history/trace files on 02/26/2025 at 07:26:01.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked belt clip rails. In summary, customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Pump error 15 (file number = 0; line number = 1938) confirmed in the pump history/trace files on 02/26/2025 at 07:26:01.000 due to software anomaly as per global logic analysis (esf #3764385). Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.